Event description:
Additional information was received from the patient. They reported that the patient received their new recharger and recharging had been going well. The patient was using the belt and a layer of clothing. They felt no discomfort while recharging. They also noted that the new recharger charges their ins up faster than the previous recharger.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they had spoken to the patient thursday and they had stated their recharging issues had resolved and did not have any complaints of 'jolts'.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implanted neurostimulator (in s) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the rep met with the patient in the office today, because the patient was not able to connect their handset to their wireless recharger. The rep was unable to resolve the issue with the patient in the approximate hour that they were together. They tried scanning the qr code and entering in manually, but the wr would not pair. It just showed a 'spin wheel'. The caller went on to say that the recharger session showed the patient was charging up to 30% in 1 hour and 15 minutes. Technical services asked the caller if they knew that the wr must be paired (like they were attempting prior) in order to charge the ins at all. They were aware, but the recharger was "not showing up in the app". The caller was going to meet with the patient again the next day and would call in for assistance and would potentially pull relevant files. There were no patient complications reported as a result of this event. Additional information was received from a manufacturer representative (rep). When the rep was with the patient for troubleshooting, technical services walked the rep through resetting the recharger and power cycling both the recharger and the patient programmer. They confirmed that the patient was now able to charge with excellent quality. Additional information was received from the patient. They reported the same issue as before. Their battery only lasted about 7-8 days, then they would have to recharge due to the ins being at 30%. The patient said their implant isn't staying charged very long (they expected charging every 3 weeks) and the patient wanted to know why. Patient services reviewed information and directed the patient to their doctor's office. The patient said that their charging duration is also long due to the charging issues previously reported. They charged the recharger and it 'goes round and round' and eventually the ins would charge. They encountered several recharger not found messages. The recharger was not connecting to the handset and was not finding the ins. They mentioned that they were able to charge with the rep, but when they got back home they couldn't connect again. They also said that the recharger 'jolts' them. They wear a thin layer of clothing and use the belt, but they either get a mild jolt or a very intense jolt. During the call, the pati ent lined up the bottom of the recharger with the bottom of the ins, but kept receiving the 'recharger not found' message, even though patient services could hear the recharger beeping in 'searching mode'. Patient services had the patient reporting the recharger several times and move the recharger to the skin, but could not get past the 'recharger not found message'. Patient services transferred the patient to repair for a replacement recharger. They recommended that if the issue persisted when they receive the new equipment, that they should contact their doctor's office and or rep.